Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing headaches and nausea. The surgeon reportedly observed distal catheter obstruction. The catheter was replaced and there was no injury to the patient. The patient's medical history included stenosis of aqueduct of silvius diagnosed in 1984, and a cerebrospinal fluid infection with staphylococcus epidermidis in (B)(6) 2017, which was treated with antibiotics and external drainage. The valve system was implanted when the infection was resolved.